Manufacturer narrative:
Additional information received 07/02/2016 that another malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the patient had not begun using the pump at the time of the event. During troubleshooting with tandem technical support, the malfunction alarm was cleared.

Manufacturer narrative:
(B)(4).